Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. MFR site: postal code-(B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Part #04.033.274s. Lot # l881279. Manufacturing site: (B)(4). Release to warehouse date: (B)(6) 2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment visual analysis of the photo revealed that proximal locking of the nail was performed to allow dynamization on fem recon nail gt ø12 r l440 tan. The movement of the nail is due to the locking method used. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for fem recon nail gt ø12 r l440 tan. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: femoral recon nail implanted 12 months ago. Fracture had healed but removed as proximal part of the nail was protruding and irritating the patient. Patient status/ outcome / consequences :yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)irritation. This report is for one (1) fem recon nail gt ø12 r l440 tan this is report 1 of 1 for complaint (B)(4).